Event description:
It was reported that an (B)(6) female had redo avr in 2000 and now presents with severe aortic stenosis (55 mmhg) of an edwards bioprosthetic valve. Through follow up with the health care provider, it was learned that the patient underwent a valve-in-valve procedure. The patient reportedly tolerated the procedure well.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. Without return of the device, edwards is unable to conclusively determine the root cause for explant of this device. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. It may be mild and not require any intervention or, in this case, it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement.